Event description:
Three devices (part#cev634-1a, cev6795b, and cev669b) were returned to mxi service and repair.

Manufacturer narrative:
The second of three devices: cev6795b (lot#120201) - mfg date: february 2012; third device of three: cev669b (lot#02/04) - mfg date: february 2004. The device (part#cev634-1a) was evaluated and indicated that the electrode coating was heavily damaged. The electrode was short-circuiting. The blades were blunt following use of the instrument. Re-sharpening was required. Cev6795b, and cev669b were evaluated and no problems were observed. Instrument were compliant with mfg specs. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference #: na. (B)(4).